Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of occlusion and was alerted by alarm 2 followed by alarm 26. Patient's blood glucose due to the issue was 548 mg/dl. Patient took both pump and multiple daily injection. The blockage was found to be located at the site. No further information available.